Event description:
It was reported that this event involved a female pt with a right jugular vein insertion site. While moving the pt, the rotating suture hub peeled away from the catheter and the catheter had been torn out of the vessel. The customer noted "how the rotating suture hub could have peeled away from the catheter is unk." Additional info was received on (B)(6) 2010 stating that a new catheter was placed at the bedside of the pt using the same insertion site. There was no loss of blood from the pt. The customer stated the "suture hub" is not available for our investigation. Further info received on (B)(6) 2010 from the customer, confirmed that when moving the pt the catheter did not become "taunt" or stretched from the IV post. According to the physician the catheter was not damaged, not stretched or twisted. It is "unk" how the catheter became detached from the suture hub. The name of the medication that is being infused is not available. The second catheter was placed immediately after the first catheter was pulled out. The pt outcome is "ok." There were no pt complications. No intervention was required. Additional info received on (B)(6) 2010 stated that the catheter "slipped out of the vessel" and was not "torn out of the vessel" as previously reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.